Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
Head surgeon reports via our sales rep, that the correct rotation from inlay to cup by insertion of the inlay is difficult to find. According to surgeon, it requires an add'l step within the surgery. Surgeon states furthermore that this leads to a prolongation of surgery time caused by the design of the product.